Event description:
The caller reported damage to the pump's housing, specifically at the usb port, which affected the ability to charge the pump and caused it to shut down. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, confirming the shipping details and instructing the customer on storage mode procedures and the return of the damaged pump using a pre-paid label. The customer understood and acknowledged the instructions.